Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient began to experience pain and heard popping noises emanating from his hip. A revision surgery was performed on (B)(6) 2010. During the revision procedure, the surgeon could not disengage the modular head and the femoral stem. He repositioned the acetabular cup and closed the patient. A second revision procedure was performed approximately two weeks later. The surgeon had to split the femur to remove the well-fixed stem. The acetabular cup, modular head, and taper adapter were also removed. All components were replaced with competitor's product.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. This report submitted (B)(6) 2010. (B)(4).